Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided hydrothorax percutaneous drainage procedure using the navarre universal drainage catheter. On (B)(6) 2026, after the procedure, it was reported that the drainage catheter connector fractured. The procedure was completed using another device. There was no reported patient injury.